Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that she had low blood glucose of 80 mg/dl and her infusion set and reservoir had air bubbles in it. Customer stated that there are no leaks. Assisted customer in running a fixed prime of 5.0 units and noticed air bubbles only in reservoir. Advised customer to change reservoir and infusion set. Nothing further was reported.